Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bilateral flank pain and chest pain. An electrocardiogram was performed finding an atrial paced rhythm without appreciable p waves, wide qrs, prolonged qt, no st elevations or depressions. There was nonspecific t-wave flattening diffusely. The patient had a recent visit to the emergency department for epistaxis. The patient's international normalized ratio (inr) was less than 8. Coumadin (warfarin) was withheld. The patient was discharged home. A review of the log files revealed a momentary low flow event on (B)(6) 2023 that was very brief and did not generate an alarm

Manufacturer narrative:
The patient's epistaxis event is reported under MFR # 2916596-2023-05759. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pain could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" of this IFU provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's chest pain workup was negative. The patient was given magnesium.